Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service engineer (fse) replaced the photometer source assembly to resolve the issue. Beckman coulter internal identifier is (B)(4).

Event description:
The customer reported receiving erroneous low patient results for total bilirubin (tbil) on the unicel dxc 880i synchron access clinical system. The erroneous results were not reported outside of the lab. There was no change in patient treatment in association with this event. Quality control (qc) results were within laboratory¿s established range prior to and after the event.